Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 600 mg/dl. The customer also reported battery out limit after battery change which could not be resolved through troubleshoot and blank display. Further troubleshoot was declined by the customer. The insulin pump will not be returned for analysis.